Event description:
Li y, chen sh, guniganti r, et al. Onyx embolization for dural arteriovenous fistulas: a multi-institutional study. Journal of neuro interventional surgery. February 2021. Doi:10.1136/neurintsurg-2020-017109 medtronic literature review found a report of patient complications in association with onyx liquid embolic. The purpose of this article was to carry out a multicenter study to determine the predictors of complications, obliteration, and functional outcomes associated with primary onyx embolization of dural arteriovenous fistulas (davfs). A total 146 patients were included (mean age 60, 59 patients were female). The following intra- or post-procedural outcomes were noted:  - two patients had intracranial hemorrhage (1.4%).  - two patients had ischemia (1.4%).  - three patients had venous infarct (2.2%).  - two patients had cranial nerve palsy (1.4%).  - one patient had dissection (0.7%).  - one patient had vessel perforation (0.7%).  - two patients had alopecia/burns (1.4%).  - one patient had a pulmonary embolism (0.7%).  - three patients had ¿other¿ complications (2.3%).  - thirty-eight (26.0%) patients had persistent venous drainage at the end of the initial embolization and received re-treatment with more embolization sessions (34 patients), surgery (7 patients), or radiosurgery (7 patients).  - final obliteration rate was 68.5% after all treatment sessions including surgery and radiosurgery. Three recurrences (3.8%) were discovered among the 80 patients with initial complete obliteration. All three were high-grade davfs (two cognard type iii and one cognard type IV) located in the transverse-sigmoid junction and treated with a transarterial approach. All were successfully obliterated with a second embolization.

Manufacturer narrative:
Li y, chen sh, guniganti r, et al. Onyx embolization for dural arteriovenous fistulas: a multi-institutional study. Journal of neuro interventional surgery. February 2021. Doi:10.1136/neurintsurg-2020-017109 see manufacturer report # 2029214-2021-01427 for another report from this article. If information is provided in the future, a supplemental report will be issued.